Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the sheath distal tip had been split. Functional testing revealed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall of the seal and in the distal or proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, a blood leak was noted at the end of the long. The sheath was replaced and the procedure was completed with no adverse patient consequences.